Event description:
A caller reported an issue with the touchscreen responsiveness of their pump. The screen was frozen and unresponsive, but it unexpectedly reset and cleared the issue before troubleshooting could begin. The caller was unsure about their blood glucose level, so the impact could not be determined. After the reset, the caller was able to interact with the pump, and they planned to monitor it for any recurrence of the problem.